Event description:
It was reported that the customer's insulin pump alarmed multiple times, and insulin squirted out. The blood glucose reading was 353mg/dl. The caller stated that the device also had a blank display. Advised the caller to discontinue the insulin pump and revert to back up plan. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed was received with a protruded/loose drive support disk. Unable to confirm the alarm or the blank display.